Manufacturer narrative:
The customer reported that the rns (remote network station) is down. The rns failed to power on and were no longer working. Patients were safely being monitored on a cns (central network station) at the time of the failure. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the rns (remote network station) is down.

Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, manufacturer narrative. Additional information: establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office. Name, email address, address - line 1, address - line 2, city, state, post office and phone no. Continued email address and attn name in the address - line 2, and state. Type of report. Follow-up type. Event problem and evaluation codes. Manufacturer narrative: the customer reported that the rns (remote network station) is down. The rns failed to power on and were no longer working. Patients were safely being monitored on a cns (central network station) at the time of the failure. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.